Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate occurred. Contact declined tandem technical support's offer to assist with reloading the cartridge. Blood glucose was 400 mg/dl.